Event description:
Inflammation [inflammation], nodules [nodule], sterile abscess at injection site [injection site abscess sterile], redness at injection site [injection site erythema]. Case description: licensee-spont report received in 2008 a female patient who had an unk relevant medical history. The pt received hylaform treatment in the forehead about 2 months prior to the report,. About 2 days after the treatment, she experienced a sterile abscess at the injection site. The pt and physician expressed blood out from the abscess, but no pus was evident. The pt also experienced symptoms of nodules, inflammation, and redness. She followed up with her physician who prescribed her hyaluronidase and an oral antibiotic. The antibiotic resolved the abscess, nodules, and inflammation in about 14 days. At the time of the report, the injection site redness was on-going. The pt stated that she was going to discuss treatment options with her dermatologist. As of the date of receipt of this report, the overall pt outcome was not yet recovered.

Manufacturer narrative:
Eval. Summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.